Event description:
A customer contacted baxter's technical svc ctr regarding a check repair line alarm that appeared on the display of the home pt's homechoice mahine during fill 4. Per initial report, baxter's technical svc ctr assisted the customer in evaluating and resolving the alarm during the initial contact. During the alarm evaluation, it was found that the home pt had not unclamped the pt line clamp. Per the home pt's relative, no pt injury or med intervention was indicated at the time of the initial report.